Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer¿s blood glucose level was unknown. The was exposed to moisture. The customer went to swimming and insulin pump has completely malfunctioned. The keypad was responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 37 alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No cracks on the device case noted during physical inspection. Device was received with scratched case and pillowing keypad overlay.